Event description:
Additional information received reported the event was not linked to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported infection and pain at the stimulator level. No diagnostics/troubleshooting performed. The patient was hospitalized from (B)(6) 2015 to remove the stimulator. The event was assessed by the investigator as serious, related to the device and related to the procedure. Antalgic and antibiotic treatment was given to the patient. The issue resolved on (B)(6) 2015. The patient, with a history of fecal incontinence, was alive without injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received noted that the issue was related to the procedure and the ins and lead were explanted on (B)(6) 2015. No further complication were reported/anticipated.